Event description:
It was reported that the device displayed noise on the atrial and ventricular channels. The electrogram showed noise signals characteristic of multiple lead fractures. The lead will be capped and replaced.